Event description:
On (B)(6) 2011, patient reported he is having concerns with the infusion device buttons. Patient stated the infusion device will alarm when he is sitting in class and sometimes he is not able to get the button on the infusion device to work. Patient reported he can see the base material from where the rubber is peeling off of the infusion device. Patient stated he thinks water could have possibly gotten into the infusion device because he sees bubbles underneath the screen. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.